Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number (B)(4) is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that the surgeon had prior experiences in the past without complaint. But unfortunately, this is the 2nd time he encountered issue with ae05. The doctor apparently fired about 4 to 5 shots in total but the last few shots of the clips went off tangent and even came off before he could secure and ligate the vessel. Hence, the surgeon was upset and seemed to return all balance ae05 in his clinic and asked for either refund or credit for his clinic. Returned item has obvious defect of a protruding wire jutting out at aperture.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. A tab on the distal end of the channel was bent inward. First, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The clip was unable to properly load into the jaws due to the bent tab on the distal end of the channel. On the next attempt, a clip was able to fire properly and was successfully attached to over-stressed surgical tubing. The remaining clips were fired and some were unable to load properly, but some fired properly. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Of the 10 remaining clips, 4 were unable to properly load into the jaws. The tab on the distal end of the channel was bent inward which prevented the clips from loading properly. The sample was disassembled t o inspect the internal components. Upon disassembly, no further damages were observed. Although it was confirmed that the device failed to fire properly, it could not be determined how or when the tab on the distal end of the channel got bent. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "failed to fire properly" was confirmed based upon the sample received. One device was returned with a tab on the distal end of the channel bent inward. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Of the 10 remaining clips, 4 were unable to properly load into the jaws. The bent tab on the channel prevented the clips from consistently loading into the jaws. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although it was confirmed that the device failed to fire properly, it could not be determined how or when the tab on the distal end of the channel got bent. Therefore, the root cause of this complaint is undetermined.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1800501. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon had prior experiences in the past without complaint. But unfortunately, this is the 2nd time he encountered issue with ae05. The doctor apparently fired about 4 to 5 shots in total but the last few shots of the clips went off tangent and even came off before he could secure and ligate the vessel. Hence, the surgeon was upset and seemed to return all balance ae05 in his clinic and asked for either refund or credit for his clinic. Returned item has obvious defect of a protruding wire jutting out at aperture.